Event description:
The customer contact reported that the device "would not pump at set rate." The device was returned to the biomedical engineering department with an unsigned noted that stated, "will not pump at set rate." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).